Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported by the parent that the pediatric patient experienced inaccurate cgm values. The patient uses tandem tslim in modified closed loop. On (B)(6)2025 the patient had polydipsia, fatigue, and headache at school. The nurse checked the bg which was 496 mg/dl while the cgm was 127 mg/dl. The nurse called an ambulance and the patient was take to the emergency department (ed). There, the patient was treated with IV fluid. The patient was hospitalized almost 2 days and was feeling fine during follow up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B2: outcomes attributed to adverse event - additional. B5: describe event or problem - additional. H2: additional information. H6: component code - additional. H6: health effect impact code - correction- removed "serious injury/ illness/ impairment". H6: health effect impact code - additional- added "hospitalization or prolonged hospitalization" and "temporary impairment".

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the pediatric patient experienced inaccurate cgm values. The patient uses tandem tslim in modified closed loop. On (B)(6) 2025 the patient had polydipsia, fatigue, and headache at school. The nurse checked the bg which was 496 mg/dl while the cgm was 127 mg/dl. The nurse called an ambulance and the patient was take to the emergency department (ed). There, the patient was treated with unknown medication. The patient was still in the ed during the report and the reporting parent did not have additional details. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.